Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. A review of the event history log identified the presence of multiple system error 345. The cause was determined to be a failed upstream thermistor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.